Manufacturer narrative:
Additional information: device available for evaluation: yes, returned to manufacturer on: 10/01/2015. Device evaluation: the preloaded insertion system and intraocular lens (iol) were returned to manufacturing site for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge, which indicates that the unit was handled and prepared for surgical use. Also, the lens was observed out of the device with a haptic broken. The plunger and pushrod were advanced in the preloaded insertion system. Also, no assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A manufacturing record review was performed. The product was manufactured and released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. This is the only investigation requested for this production order (po). In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. If explanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being inserted into the eye, the lens would not unfold properly. The lens was not fully implanted. Cartridge was pulled back. There was no patient injury and the issue was not attributed to an account use error. No other information was provided.